Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Deng, q., zhang, s., li, m., zhang, g., feng, w. (2020). Effects of two different glycoprotein platelet iib/iiia inhibitors and the clinical endpoints in patients with intracranial pipeline flow diverter implant. Journal of interventional medicine, 3(4), 174¿179. Https://doi.org/10.1016/j.jimed.2020.08.005. Medtronic review of the literature article found 47 patients had been treated with pipeline implantation. The study was to compare the anti-platelet effect and major adverse cerebrovascular events of pipeline for intracranial aneurysms using glycoprotein iib/iiia antagonists (gpi) eptifibatide and tirofiban. There were 24 patients in the eptifibatide group and 23 patients in the tirofiban group. The mean age of all patients included was 53 years. The conclusion of the study was that both eptifibatide and tirofiban can effectively inhibit platelets, but the effect of etifeptide is better than that of tirofiban in preventing intracranial microhemorrhage and asymptomatic cerebral infarction. One patient experienced spontaneous hemorrhagic stroke that was considered serious. This patient was part of the group treated with eptifibatide.